Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a loose motor support disk and cracked case. Unable to perform the prime test due to the blank display. No moisture damage was noted on the motor.

Event description:
The customer stated that the insulin pump was alarming during the manual prime. Troubleshooting was performed and the insulin pump passed the displacement test. The reported blood glucose reading was 314 mg/dl. Nothing further was reported.